Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted during an esophageal stenting procedure performed on (B)(6) 2013. It was reported that the patient had a previous surgery, a shortened esophagus and was undergoing radiotherapy. Reportedly, the patient did not have tortuous anatomy and the lesion was not dilated prior to the stent placement. The indication for the procedure was dysphagia due to a 2cm lesion located in the proximal esophagus. According to the complainant, the stent was successfully implanted but was placed very high in the esophagus due to the proximal nature of the necrotic tissue. Several weeks later on (B)(6) 2013, the patient complained of pain, and the physician noted that the stent had eroded through the esophagus due to the fibrous nature of the esophageal mucosa. The patient underwent surgery to have the stent and part of the esophagus removed. In the physician¿s assessment the erosion was due to the radiation therapy, which had altered the patient anatomy, making the pressure of the stent too great for the surrounding tissue. There were no visible issues with the sent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years old. The complainant indicated that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.